Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A large volume infusor under-delivered a patient infusion. The infusor was being used to deliver an infusion of piperacillin /tazobactam (dose, frequency, and route not reported). The patient reported that the infusor under-infused (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.